Manufacturer narrative:
Second implanting physician: dr. (B)(6).

Event description:
It was reported that valve thrombosis occurred. Vascular access was obtained via the right common femoral artery. A large lotus introducer was positioned. A safari2 wire was positioned. Balloon aortic valvuloplasty was performed with a 22mm non-bsc balloon. A 23mm lotus edge valve was deployed to treat the severely calcified, type 1 bicuspid (rcc-lcc), native aortic valve with good high position with sealing in the leaflets. Zero ar noted. Initial gradient 20; therefore, post dilated with a 20mm non-bsc balloon with no change in the gradient which remained 13mm hg. Aortic diastolic pressure 53, lvedp 10. In (B)(6) 2019, the patient presented for a followup clinical visit where valve thrombosis was suspected. The physician instructed the patient to administer anti-coagulation for a month with followup transesophageal echocardiogram (toe) imaging to follow.